Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay to therapy when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the images did not show up on the lateral side. Fse inspected the system on-site and confirmed the high-pressure generation unit (hivo) in the x-ray generator was defective. Review of the system log files showed the x-ray generator errors and warnings, starting at: 01-mar-2023 10:09. Fse replaced the hivo transformer. After replacement of the hivo transformer, the system was returned to use in good working order.

Event description:
It has been reported to philips that the images did not show up on the lateral side. The issue was found during clinical use, which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.